Event description:
Customer reported h & h (hemoglobin and hematocrit) results which were out high on the initial run and were flagged with an operator-defined message of "hh check failed" when using the coulter lh 500 hematology analyzer. Due to the "hh check failed" message, the samples were rerun and correct test results were generated. The erroneous test results were not reported out of the laboratory. Quality control was performed before and after the event and met specifications. There were no reports of death, serious injury, or affect to patient treatment associated with this event.

Manufacturer narrative:
On (B)(4) 2012, a beckman coulter field service engineer evaluated the analyzer. Replaced the blood sample valve (bsv) actuator. Flushed the vacuum lines. On (B)(4) 2012, replaced the lyse pumps and adjusted the 60 psi (pounds per square inch) regulator. The repair was verified and system validated. Cause was determined to be related to the bsv actuator and lyse pumps. Product labeling was evaluated. Lh500, instructions for use, pn624602, suspect and definitive messages states: as appropriate, the lh 500 series applies instrument-generated and/or laboratory-defined flags, codes, and/or messages to each set of patient results. Flags, codes, and suspect or definitive messages are used to alert you to an instrument malfunction, specimen abnormality, abnormal data pattern, or abnormal results. Beckman coulter recommends review, appropriate to the requirements of the patient population, of all results displaying a flag, code or message. This is one of three reports received by this customer. The related mdrs are: 1061932-2012-00432 and 1061932-2012-00433.